Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change due to normal eri, high voltage lead impedance was observed on the right ventricular lead. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure without any reportable issues.